Manufacturer narrative:
Updated fields - b4, e1(event site email), g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and the problem was found as reported. The fse replaced the top lcd display (0160-00-0127) and the device returned to expected use. The fse calibrated and passed all functional and safety tests per factory specifications.

Event description:
N/a

Event description:
It was reported by customer that during routine check the cardiosave intra-aortic balloon pump (iabp) had damaged top display lcd. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.